Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7072106.

Event description:
It was reported that the patient was experiencing frequent and extended ipg charging. It was also noted that the ipg would get warm during charging and a lead had high impedances. Database analysis confirmed the reported complaint of difficulty charging and ipg not holding a charge. The monopolar impedance logs noted high impedance contacts in port a. However, due to data gaps in the program usage log, the analysis could not definitely confirm if the depletion was due to high impedances on the lead. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device, and a lead was removed. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.